Event description:
It was reported by service report that the scale system was not registering correctly. The head left load cell was not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell cable.